Manufacturer narrative:
Additional information: b2, d9, h3, h6. Correction: e1. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered plant lot#6097418 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6097418 available for review. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: a root cause cannot be explicitly determined. It is unknown of the customer followed instructions in IFU-570. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol sho CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii and their oral hygiene is noted as good. On (B)(6) 2021, the patient presented for a primary procedure on tooth #7. On (B)(6) 2023, the device was explanted due to an implant fracture and abutment fracture.